Event description:
The subject device was used for a total laparoscopic hysterectomy. The ptfe pad of the device was separated. The procedure was completed with another thunderbeat device. There was no patient harm reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.